Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 12 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer received back to back test results: (B)(6) 2015; 6:00 pm - 243 mg/dl, (B)(6) 2015; 6:05 pm - 82 mg/dl. Customer test this morning with blood glucose results: (B)(6) 2015; 7:45 am - 156 mg/dl, (B)(6) 2015; 7:46 am - 168 mg/dl, (B)(6) 2015; 7:47 am - 156 mg/dl. Back to back blood test performed during call fasting ((B)(6) 2015; 1:07 pm) with results of 179 mg/dl and 178 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 129 mg/dl (B)(6) 2015 07:45:00 am, 129 mg/dl (B)(6) 2015 08:30:00 am, 123 mg/dl (B)(6) 2015 06:00:00 pm, 142 mg/dl (B)(6) 2015 08:30:00 am, 116 mg/dl (B)(6) 2015 06:00:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.